Manufacturer narrative:
(B)(4). This is a report of a use error where the patient contaminated the patient line. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a breach in aseptic technique. The patient contaminated the patient line. This event occurred during drain four of five. The patient was connected to the homechoice. The registered nurse stated that they have already disconnected the patient. The technical service representative assisted as needed. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.